Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath used as an accessory device for a procedure. It was reported that during the index procedure, a non-medtronic embolic protection device was inserted in the aortic arch. A non-medtronic guidewire was inserted. A sentrant sheath was than used. The non-medtronic guidewire was placed in the left ventricle, sheath was removed and a evolute pro+ system was inserted in the groin and advanced into the aorta. It was stated that when passing the aortic arch, the aorta suddenly ruptured within the area that was also covered by the non-medtronic embolic protection device. CPR was then performed. It was informed that connection to the heart and lung machine failed due to lack of blood volume. As per the physician, sentrant sheath was not the cause of injury that lead to death. It was also reported that the event relationship to other used mdt devices was unknown. It was stated that cause of the event was patient's anatomy- the aortic arch was calcified and fragile. No additional clinical sequelae were reported. Patient expired.